Event description:
It was reported that a malfunction with code 15 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred. The customer acknowledged and understood the instructions.